Event description:
Philips received a complaint by the customer on the v60 indicating that an error occurred as the device would not go into standby mode. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer called technical support to report that an error occurred as the device would not go into standby mode. The remote service engineer (rse) evaluated the device with the customer but could not confirm the reported issue as there were actually no problems with the device. The customer was unaware of how to access standby mode. The rse walked the customer through the steps to put the device into standby mode, and the device was returned to use. Further case information regarding patient/device usage is still pending.

Manufacturer narrative:
Per good faith effort (gfe) response received 12may2025, the issue was found before the device was placed on a patient. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Additionally, the error that was displayed regarding the device not going into standby mode was added with a new software update, and the staff had not seen the error before. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.